Event description:
Reporting quality issue of product that could lead to potential harm if pack was used during an emergency situation that did not allow time to perform pre-procedure counting: while setting up for a procedure and counting, it was discovered that there were 6 laps in a pack vs the correct amount of 5.